Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead high pacing threshold measurements. The physician believes the ra lead may have pulled back and dislodged. Surgical intervention was performed and the rv lead was abandoned. As the ra lead still exhibited stable thresholds, it was left as is and remains in service. No additional adverse patient effects were reported.